Event description:
It was reported that after six hrs of use, a leak was noted at the point where the tubing is connected to the device. The parenteral nutrition was found to have leaked into the infant's incubator. No pt sequelae were reported.